Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon's head sensor is blocked message at startup. The customer checked for obstructions and there were no obstructions. The customer power cycled the system multiple times and emergency power off (epo) the system, with no change. The technical support engineer (tse) saw that sensor 3 in the surgeons had sensor assembly was blocked (there were no apparent obstructions in the head sensor assembly). The procedure was aborted with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during startup of a surgery, ports were placed on the patient. The csr stated that site say that the issue wasn't encountered until right as the surgeon sat down at the console. The customer was not able to clear the error. The surgeon was able to close the port sites and abort the surgery. There was no report of patient injury.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced both shs tx & rx and ssc controller status no longer showing any issues. System tested and verified. System ready for use. Intuitive surgical, inc. (Isi) received the parts involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm/replicate the reported complaint. The part was installed into printed circuit assembly (pca) test system and run 10 minutes sine cycle, 20 power cycle and sitting idle for 3 days without any errors message. Ssc view without any message issue.